Event description:
Once the balloon was inserted and inflated at 10 atm, the balloon immediately broke (detached). Even after prolonged aspiration, it was impossible to retrieve the balloon in the sheath. It was necessary to perform a surgical arteriotomy to recover the balloon. At first inspection, it seemed the proximal end of the balloon completely detached from the catheter. After the arteriotomy, the patient was discharged doing well.